Event description:
The patient was transferred to the ICU after surgery, and the circuit of the sensor line broke during the process of tearing the tape resulting in the inability to monitor the patient's intracranial pressure.

Manufacturer narrative:
The product has been discarded, so it can not be analyzed. Nevertheless, with the serial number, we have performed a production batch analysis which does not underline any problem. So, the root cause of this sensor breakage could not be resolved. Final report of the case 3001587388-2024-24433. This report is being resubmitted because the previous report sent on 04/01/2025 (increment 00002) was not accepted.

Event description:
The patient was transferred to the ICU after surgery, and the circuit of the sensor line broke during the process of tearing the tape resulting in the inability to monitor the patient's intracranial pressure.